Event description:
The manufacturer received information alleging a ventilator did not meet the acceptance criteria for cosmetic reasons. The rubber feet are missing and/or damaged. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the downloaded error log indicated the internal battery has permanently failed. This is a reportable event even though there is no alleged patient harm or serious injury. The rear enclosure, rubber feet, internal battery, detachable battery cable, inlet path assembly, and removable air path foam were all replaced.